Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer keep failing. A field service engineer (fse) had unplugged the tower doors from the controller card, cleaned, tightened, and greased the latches and connections. Had shut down the device and rebooted it. The system functioned as intended after field service engineer repaired the device.